Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported finding a safe-t-pro plus device disassembled in its box. No adverse event reported. Requested return of suspect device.